Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The physician deployed the closure device in the laa of the patient. After initial review from transesophageal echocardiogram (tee) they were positioned distal in the appendage, so they proceeded with a partial recapture. After 3 partial recaptures the device was positioned in an acceptable location. While checking release criteria, the physician noted changes to the baseline pericardial effusion. There were no changes to blood pressure or the hemodynamics of the patient. The device was released from the core wire and successfully implanted in the laa of the patient. The physician reversed the anticoagulation with protamine and the patient was monitored for 30 minutes. The patient was stable throughout the procedure and while being monitored after release of the device. The physician then removed the was and closed the groin with no other complications. They continued to monitor the patient and the effusion did not change. There was no intervention needed to treat the effusion. The patient was transferred to the intensive care unit for further observation. The next day the patient was discharged home doing well following these events.